Event description:
Instrument used for circumcision did not fully close which resulted in tissue movement when cutting foreskin--necessitating suturing of penis, secondary to bleeding. Never used before--just out of package.